Event description:
This spontaneous report was received from a belgian physician and concerns a female patient. She was injected with radiesse, into the dimple just above the mental crease, approximately 3 weeks prior to this report, in 2022. In 2022, about 2-3 weeks after the treatment with radiesse, the patient experienced an accumulation of the product in the mucosa of the lip. As reported, the physician performed a biopsy of the area and it matched the biopsy after injection with radiesse. According to the medical advice that was asked, the only option was an excision of the product. The outcome of the event was unknown. Follow-up information was received on 24-may-2022: the patient was injected deep dermally, with radiesse, into in the triangle between the marionet line and the mental crease (the patient presented a dimple), on 08-mar-2022. Needle used for injection was a cannula. The patients medical history was reported as none. The injection-site presented no issues, at the time of the injection. In march 2022, also reported as 15 days after the treatment with radiesse, the patient experienced a lipomatous swelling of 1 cm2, on the level of the mucosa of the lower lip. A punch biopsy of 0.2 cm, to the lower lip on the level of the mucosa was taken. The result showed that the pathological process predominated at the level of the stroma in the form of a reaction with multinucleated giant cells, sometimes enclosing material in fine grayish brown particles. The conclusion of the biopsy results was a histological aspect evoking a xenic reaction with a clear cell (cc) of 10. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, accumulation of the product in the mucosa of the lip (product distribution issue) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.